Event description:
It was reported that a lead insulation breach was visually noted at the time of ICD changeout for battery depletion. The lead was capped and replaced. No patient complications have been reported as a result of this event.